Event description:
It was reported the patient (B)(6) lost stimulation. In turn, the patient underwent surgical intervention to address the issue. Intraoperative lead testing revealed invalid impedance measurements. As a result, the physician explanted and replaced the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.